Manufacturer narrative:
Technician found that the brakes were not staying engaged due to worn casters. Replaced casters to resolve this issue.

Event description:
Complaint alleged that the brakes were not staying engaged. No patient impact reported.